Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level, low blood glucose level, blank display as well as crack on the screen. Customer¿s blood glucose level was 450 mg/dl at the time of incident and current blood glucose level was 227 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the insulin pump will not be turn on. Customer was not calling back after receiving a new battery cap. Customer did not want to continue troubleshooting for high blood glucose level and troubleshooting was declined for low blood glucose level as well as troubleshooting was performed for blank display. The insulin pump will be returned for analysis.